Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a broken occluder leg. The reported condition was verified. The cause of the leak was due to the broken occluder leg. The cause of the broken occluder leg could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred before use of peritoneal dialysis therapy. It was further reported that the transfer set was in use for less than six months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.